Event description:
It was reported by the systems longevity study team that there was a patient alert heard, oversensing, high and varying impedance measurements and an insulation breach in the right ventricular (rv) lead. The rv lead was abandoned and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance and 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012, 02:15:02. The weekly pace lead impedance trend data shows an increase for maximum ventricular pace bi-ventricular impedance = 440 to infinity (un-filtered data) ohms peak between (B)(6) 2012. There was sensing interference/noise, and the ventricular short interval count ventricular -sensing integrity count=3630.7 counts average/day, in 19.59 days, between (B)(6) 2012, 21:07:33 and (B)(6) 2012, 11:14:41.